Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient experienced a high blood glucose level on (B)(6) 2026 due to an occlusion issue resulting from a kinked cannula. The insertion site was the abdomen. The patient administered a correction bolus via the pump. No further information available.